Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : device remains implanted.

Event description:
Patient stating she will be having a poly exchange performed on her right knee. Patient believes she has stryker implants in her right and possibly left knees but needs to confirm that her right knee does have stryker implants prior to the revision.